Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 45-year-old female patient who had essure (batch no. 73749-not valid , a73749) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, gallbladder removal and hernia repair. Current weight 240 lbs. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and fungal infection ("yeast infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, pelvic pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the right cornua had 3 visible coils and the left cornua had 2 visible coils. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2013 in current follow up reported as: (B)(6) 2013 leave taken from this job or other job for medical reasons- hernia repair, gall bladder removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: incomplete closure of the right fallopian tube; on (B)(6) 2018: total bilateral occlusion. This lot 73749 is not valid. Lot number: a73749 manufacturing date: 2012-11 expiration date: 2015-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 73749-inv, a73749) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, gallbladder removal and hernia repair. Current weight (B)(6). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and fungal infection ("yeast infections") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, bladder disorder, urinary tract disorder, dysmenorrhoea, vaginal discharge, fatigue, weight increased and fungal infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, fatigue, fungal infection, genital haemorrhage, pelvic pain, urinary tract disorder, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the right cornua had 3 visible coils and the left cornua had 2 visible coils. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2013. In current follow up reported as: (B)(6) 2013. Leave taken from this job or other job for medical reasons- hernia repair, gall bladder removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Hysterosalpingogram on (B)(6) 2013: incomplete closure of the right fallopian tube; on (B)(6) 2018: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received new reporter information was added. Case become incident with removal date was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.